Event description:
It was reported that alerts for post-paced t-wave oversensing were noted on the device via a remote transmission. Programming changes were made to resolve the oversensing. The patient experienced mild dizziness a few times but remained stable.